Event description:
A field service engineer was dispatched to the site as part of a worldwide check for clogged pumps on vidas instruments. During one such visit to the customer below by a biomerieux field service engineer the instrument failed performance testing which indicated that the pump in the failing position could be clogged. A clogged pump can result in inaccurate test results being reported by the laboratory. The pump was replaced by the field service engineer.